Event description:
Pt was taken to surgery (B)(6) 2026 for tracheostomy, percutaneous endoscopic gastrostomy tube placement. Post op, in approx 1.5 hours, the trach balloon was found deflated and was unable to reinflate. He was returned to surgery emergently for tracheostomy exchange (8cn shiley) and limited bronchoscopy (findings: prior tracheostomy balloon suspected to have a small pinhole, unable to visualize but air noted to be coming from balloon on inspection after the case).